Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contraction baker grade unspecified and textured exchange due to concerns with the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported unknown side benign "lump" not device related (per scan), "pains", capsular contraction baker grade unspecified (per physician), and textured exchange due to concerns with the device. This relates to the right side. Device remains implanted.